Event description:
A customer reported a loss of telemetry monitoring due to an apex pro telemetry system that went down. Approx 16 pts were being monitored at the time of failure. There was no report of death or serious injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.